Manufacturer narrative:
The event product was not returned, only the dislodged component was returned for evaluation. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event. This initial report was created in response to an extra component received for MDR #2027111-2017-01392.

Event description:
Lap gastric band - "when inserting the gastric band through the trocar in to the patient, the team noticed that the inner black seal of the trocar was inside the patient and lodged over the gastric band. The surgeon replaced the port with another c0r37 and retrieved the seal from the patient." Additional information received via email from team member on march 06, 2017: "the theatre sister has just informed me that there were 5mm ports used during this procedure. However, she stated that no damage was observed to these units." Type of intervention - "n/a". Patient status - "did a patient injury or illness occur associated with the complaint event: no".

Manufacturer narrative:
The shield, an internal plastic component of the seal, was returned to applied medical for evaluation. Upon inspection, engineering noted that the shield was damaged. In the absence of the complete device, it is difficult to determine the root cause of the event. The likely root cause of the dislodged shield is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received from an applied medical sales representative on march 31, 2016: the 5 mm port will not be returning for investigation since it was disposed of.